Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced heart block. During the procedure off label ablations to the anterior wall of the left atrium were performed. The physician believes this is what caused the heart block observed in the patient. Isuprel and dobutamine were given and the patient was admitted to the hospital after the procedure was completed for monitoring. The patient did not require a pacemaker and is considered recovered following their discharge from the hospital. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.